Event description:
Revision surgery - due to a failed rotator cuff, the surgeon converted to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was the rotator cuff failed and the surgeon converted to a reverse shoulder prosthesis. The length of in vivo service was 1.6 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been given to the patient and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) for pain, (B)(4) for stability, (B)(4) for trauma, and (B)(4) revision with unspecified reason. This is the first complaint against this lot number. The surgeon reported no issues associated with the explanted product. The root cause for the failed rotator cuff was not reported and no other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Eval summary: given to patient.